Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the initial concern is resolved - unable to establish contact at this time.

Event description:
Consumer reported complaint for error e-0. The e-0 occurred when the blood sample was absorbed. Wife is calling on behalf of the customer. During the call a back to back blood test was performed by the customer and produced test results of e-0 using the meter. Customer had obtained a result of e-0 on (B)(6) 2019 and had called the emt due to not being able to obtain a blood glucose test result. Wife stated that customer had not been in the right state of mind and was "acting crazy and confused". The emt's also asked the customer a few questions and customer could not answer every question. The customer's blood glucose test result with the emt's meter had been 416 mg/dl non-fasting. Customer was transported to the hospital where his blood glucose test result using the hospital meter was 330 mg/dl non-fasting. The diagnosis was hyperglycemia and dehydration. The customer was treated with normal saline and insulin. Customer's blood glucose was tested three hours later and readings had dropped to somewhere in the 100 mg/dl non-fasting range (exact results were not provided). The customer left the hospital the same day and no new medications were prescribed. Customer had attempted to test today and had obtained the e-0 error on five attempts. At the time of the call the customer felt well and did not report any symptoms. The test strip lot manufacturer's expiration date is 08/30/2020 and open vial date is 03/2019.